Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a posterior cervical surgery causing a 1" laceration on the right parietal area of the patient's head. The laceration was sutured to close. There was no delay in surgery and patient is in a stable condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.